Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen briefly became unresponsive. There was no reported impact to the customer's blood glucose level. Troubleshooting with tandem technical support was performed and the touchscreen appeared to be functioning as intended at the time of the call.